Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing. The shock occurred using the secondary sensing vector. Technical services discussed some programming options. The clinic has now reprogrammed the sensing vector to the primary setting. There were no additional adverse patient effects. The system remains implanted.